Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported the linkassist jammed and then when she picked it up it fired the headset across the room; no one was injured. No adverse event reported. Requested return of the alleged linkassist for evaluation and replacement was sent.